Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulsed field ablation procedure to treat atrial fibrillation (a fib), a faradrive steerable sheath was selected for use. It was reported that air microbubbles were drawn into the syringe during aspiration after a farawave catheter was inserted into the sheath. The device was replaced, and procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis as it was deemed contaminated.